Event description:
It was reported to philips that the system was unable to do exposures. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the planned, non-emergency procedure that was to happen when the issue occurred was aborted and rescheduled for another time. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer who alleged that the system could not make exposures or be restarted. Onsite service was recommended. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue of intermittent exposure failure. Troubleshooting and assessment of the logfiles indicated that a reboot needed to be performed. The fse performed the reboot and the system returned to use in good working order. No root cause for the intermittent exposure failure could be determined. The codes were updated based on the investigation outcome.